Event description:
Product serial number is within the recall population of recall (B)(4). After subsequent evaluation, the product was found to have a faulty component related to the recall. (B)(4).

Manufacturer narrative:
The 510(k) is for the first fr2 clearance. Method: device internal memory was reviewed.